Event description:
Child was found suffocated in bed. Although the hosp initially attributed the death to natural causes, the foster mother raised the possibility of a problem with the mattress. The police were called and inspected the bed. They discovered slits in the vinyl mattress covering which they suspect may have allowed the child access to the interior layer of plastic which he may have ingested. The hosp had not found anything in his mouth.

Manufacturer narrative:
Shipment and production of this product were suspended during the eval process. We determined that we could produce the mattress without the interior layer of plastic, began production in this manner, and resumed shipping. The MFR of the vinyl we use gave the only known cause of deterioration as use of harsh cleansers, but we have no evidence of their use in this case. We are in the process of obtaining for continued eval samples of our mattresses that have been in use for various lengths of time. We are reviewing our labeling for cleaning and maintenance instructions. We bought samples of similar mattresses and found that some were made with the interior plastic and some were not.